Event description:
It was reported there was a cervical spine locking plate removal. The original procedure was performed approximately 3-5 years ago; the hardware was explanted on (B)(6) 2013. The patient developed complication with the esophagus from prior surgery which warranted hardware to be removed. It was reported that the patient developed infection. Surgeons removed a two level small stature cervical spine locking plate at c3-c5 and a one level cervical spine locking plate at c6-c7. The patient requested to keep explants. The surgeons repaired the esophagus. The anterior cervical discectomy and fusion was from 3-5 years ago. The procedure was successfully completed with no patient injury. Plates and screws removed successfully. There was some difficulty while removing the hardware. One of the screws broke mid-way upon removal; the fragment was removed with heavy needle driver and removal instruments. There was no delay in the procedure. This is report 4 of 13 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be complete; no conclusion could be drawn, as no product was received and no lot number was provided. A device was used for treatment, not diagnosis. Placeholder.